Manufacturer narrative:
The device in question has not been made available to curlin medical inc for examination. A review of complaint history indicates that this is the only reported case of a tubing puncture. Additionally, the nurse stated that they are unsure as to whether or not the tubing was damaged during use. No conclusion can be made at this time.

Event description:
A user complained that a curlin administration set had pinholes and was leaking from the tubing. There was no pt injury involved.